Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, retractor arm of the instrument could not tighten properly. The product came in contact with the patient. No patient complications were reported as a result of the event.